Event description:
The cardiac resynchronization therapy defibrillator (crt-d) device was returned to the manufacturer, analyzed, and tested out of specification. T was further reported that the left ventricular (lv) lead had exhibited a high pacing output and reprogramming options were limited due to experiencing diaphragmatic stimulation. The device was explanted and replaced due to elective replacement indicator (eri) and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d implanted: (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.